Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuits were returned to fph in (B)(4) and visually inspected for damage. Results: visual inspection of the returned breathing circuits revealed that each had a hole on the evaqua expiratory limb. The limbs appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints of this nature for lot number 120810. Conclusion: all rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests the evaqua expiratory limbs were damaged post production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) distributor that two rt340 adult dual-heated evaqua breathing circuits each had a "rap" on the expiratory limb. It was further reported that the breathing circuits failed the ventilator leak test. This was observed prior to patient use.